Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+0.5/102 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was due to patient related factor.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial with clear surgical residue on the lens. Visual inspection found residue on the lens and the lens was torn in half, unable to identify lens model with the lens piece that was returned. Claim#: (B)(4).